Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During the review of a patient's programming history, it was noted that high lead impedance was read during system diagnostics. At the moment good faith attempts to obtian additional information have been unsuccessful to date.